Event description:
It was reported that pump declared altitude alarm 21 while customer was following precautions to prevent this alarm. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, confirmed shipping details, and instructed customer to place problematic pump in storage mode and return it within 10 days; customer was also advised to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and select appropriate setup option when starting new device.